Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio: 1.5; lab: 2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 1.5; lab: .5, mean: 2.5, confident limits: 1.3-2.7. The inratio and lab value within confident limits as per internal procedure rev.2. Product will not be investigated.